Event description:
The pump delivered an unplanned bolus in the middle of the night. I was unconscious when ems(emergency medical services) arrived and required emergency treatment to regain consciousness. If my granddaughter hadn't heard the gurgling sound and alerted her mom, I would be dead. Blood sugar was 19 when they arrived. I still have issues with recent memories. This was the second time this same thing happened. First time was in october which again required emergency treatment and I passed out and hit my head on the fireplace. Following reports to medtronic, they offered no assistance other than selling me a new pump. I have no confidence in their products or assistance. Following a switch to the dexcom pump my hba1c dropped from 9 to 7.4 in three months which shows the medtronic pump was malfunctioning as I changed nothing else other than less walking due to family relocating closer to home, so I babysit often now. Medtronic should have a class action filed against them for their whole system. I had sensors and pump supplies sent so often I had a box full when I told them quit sending supplies, I paid the co pays and the insurance paid the rest. When I no longer used the pump, they don't accept returns even if in sealed original box. Calling them was just a nightmare with endless transfers and questioning. They are only in this for profit. The sensors never lasted more than 3 days, dexcom always lasts 10. FDA safety report ID # (B)(4).